Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
On (B)(6) 2017- customer amends previous statement of close call for fire in operating room. We have had melting of housing and discoloration of cords from an apparent incompatibility of new more powerful light sources versus our old light sources. This was discovered as the staff inspected equipment before use. Our first indication that there was an issue is that the cords were burning out and would suddenly quit working during a case. No specific case information available no one has been injured.

Manufacturer narrative:
On 5/2/2017 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis cannot be completed due to the lack of additional information received to perform a complete investigation, no material has returned for evaluation. Additional note: the customer has stated in reply that "there is really no way to identify which cords are old (fiber optic pro) that cannot sustain the intense light from the newer boxes." This is not an accurate statement given the new ultralite plus fiber optic cables have black connectors device history evaluation: nonconforming product report / nonconforming material report history: none variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: if the material does return for evaluation, the complaint will be reopened and the material evaluated. The reported complaint was unconfirmed.